Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pacemaker, the right ventricular (rv) lead was found to have exhibited out of range low impedance measurements. The impedance measurements were noted to be trending down over the course of the month. No interventions were performed and the patient will be continued to be monitored. The patient was in stable condition throughout.